Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument, and also the test well images in question. The test well images in question appeared as visually negative. The camera report was optimal, and there were no errors on the day of testing. The immucor laboratory tested retention product on (B)(6) 2018, which performed as expected. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6) 2018.